Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a trial patient had experienced a dura puncture after the placement of the second lead, resulting in the leakage of cerebrospinal fluid. The second lead was removed while the first, successfully placed lead, was left in situ. A blood patch was administered to address the symptoms. The patient has recovered without sequelae. The trial has subsequently ended and was deemed a success. The patient will be moving to a permanent implant.